Event description:
Customer reported an adult pt was on a hydromorphone infusion via lvp. A new bag of 50cc hydromorphone was hung at 0100 at 3.5ml/hr (3.5mg/hr), vtbi 50ml. The tubing was used and already primed. At shift change at 0715, the vtbi on the pump read 24.5ml. At 13:30, the vtbi on the pump read 1.17mls, however, the bag had at least 20 mls in it. The bag and tubing were given to pharmacy and the devices were sent to biomed for underinfusing. Biomed tested the devices and found no issues. During the time frame, there were 3 boluses given out of the bag; 2 mls each at 0103, 0422 and 0841. They hung a new bag and tubing and restarted the infusion on different devices. The pt remained comfortable, no effect from the event noted. There was no report of pt harm and no medical intervention was required. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed. No available code for data/log review pending.